Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the low-level alarm for the reservoir was beeping. The product was changed out. There was no harm to pt. Surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the actual device for eval and performance testing confirmed the complaint, the device activated when it was situated under the liquid surface level. X-ray inspection of the device confirmed the probe cable was broken at the junction with the sensor. A review of the manufacturing records for this lot revealed no anomalies. The most likely cause is due to tensile or bending stress to it's wire-to-sensor joint area. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and follow-up.